Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. Three patients suffered reruptures post procedure. The author was contacted for further information regarding each case but none was retrieved. It cannot be confirmed that these issues have been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI - unavailable.

Event description:
This report is being filed after the subsequent review of the following literature article: surgical repair of the distal biceps brachii tendon: a comparative study of three surgical fixation techniques. Authors: citak, mustafa and "et al" knee surg sports traumatol arthrosc (2011) 19:1936-1941. (B)(4). Three patients experienced reruptures.